Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support, the customer reset the pump and and successfully resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.